Event description:
It was reported that the device had episodes that resulted in noise, false episodes and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - diagnostics problem, lifetime asystole counter reads 20 and lifetime noise counter reads 37114874.

Event description:
It was reported that the device had episodes that resulted in noise, false episodes and oversensing. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the device had episodes that showed noise, false episodes and oversensing. No patient complications have been reported as a result of this event. It was further reported that the patient had a syncopal episode and artifact/noise suspected on the recording device. The device was removed and replaced with a pacemaker. No patient complications were reported as a result of this event.